Event description:
It was reported that the right ventricular lead exhibited intermittent capture. During a device change out procedure, the lead was explanted and replaced. The patient was in stable condition throughout the event.